Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that it was impossible to press any buttons on the insulin pump. Customer's blood glucose was 10 mmol/l. The customer agreed to return the insulin pump for analysis.